Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient reported of an adhesive patch and cannula housing detached from spring prior to insertion which led to high bg and the patient was treated with correction injection via mdi.